Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a recent reprogram of the sensitivity, asystole episodes were recorded, but the patient was not symptomatic. Oversensing was also noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).